Event description:
It was reported the pt's (india) scs lead was explanted and replaced due to loss of stimulation as a result of lead migration. Effective stimulation was restored with the surgical intervention. According to the event report form, the date of event is (B)(6) 2014.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.